Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 62mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 25mm and 30mm in length. During the two year follow up a CT with contrast identified a type ii endoleak. A secondary procedure was performed to resolve a type ii endoleak. Investigator indicated not related to the procedure or the study device. During the five year follow up a CT with contrast identified a type ia endoleak due to neck dilatation. The patient was treated with open repair with a bifurcated aortoiliac graft and the event resolved. Investigator indicated not related to the procedure or the study device. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).